Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/21/2008 that a customer had a problem with a dialysis catheter. The customer states that the guide wire frayed upon removal from the introducer. Customer states they inserted the introducer needle into the vein (18 gauge) and once inserting the guide wire, removed it only to have the guide wire kink and fray when trying to remove the introducer. Resident was given a new introducer needle and guide wire and had to use a different access site to insert the catheter. Add'l venipuncture for lost placement.